Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2012-05352, reference MFR. Report#: 1627487-2012-05353. The pt received her scs system including an ipg and two leads (from different lots) on (B)(6) 2010. It was reported the pt was experiencing discomfort at the ipg site. It was also reported, the pt was not receiving adequate coverage. The ipg was explanted along with one of the leads. Sjm was unaware of the pt undergoing surgical intervention until (B)(6) 2012.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Manufacturer's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.